Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's wife reported via phone call that the insulin pump had a constant tone. The patient's blood glucose at the time of incident was 401 mg/dl. The constant tone occurred while the patient was sleeping. The battery was changed and the constant tone disappeared; however, the insulin pump went blank and alarmed unexpected restart error and program alarm anomaly. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test, and error test. No unexpected error alarm noted during testing. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no blank display, no alarm and no audio/beep anomaly noted. The insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted.